Event description:
Information received indicates the bed's ground loss light is on.

Manufacturer narrative:
The technician replaced the power cord to repair the bed. The technician found no signs of damage to the power cord or plug.